Manufacturer narrative:
The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was using a taxus exprexx2 8.8% 3.00x24mm drug eluting stent. While trying to corss a lesion, the strut lifted. There were no reported complications. No further information is available.